Event description:
Incorrect device laser markings of a spii model lubinus hip stems with the article ref 127-767/26. [Customer]

Manufacturer narrative:
A field safety corrective action r-2026-03 was started in the form of field safety notice and recall. Furthermore a CAPA was initiated to determine further corrective and preventive action. There are no affected devices on the us market.

Manufacturer narrative:
The production records have been inspected and reviewed. A field safety corrective action r-2026-03 was started in the form of field safety notice and recall. Furthermore a CAPA was initiated to determine further corrective and preventive action. There are no affected devices on the us market. This is the final supplemental report, the complaint is closed.

Event description:
Incorrect device laser markings of a spii model lubinus hip stems with the article ref 127-767/26. [Customer].